Event description:
Reporter stated that patient was experiencing high blood glucose (440 mg/dl). The patient was given shots of insulin and taken to the emergency room. Once at the emergency room they did blood work, gave IV fluids and admitted them to the hospital. They also received insulin injections while at the hospital, but kept them on their pump. Their blood glucose came down to 220 mg/dl. The pump was checked by the doctor and declared to be working properly. Patient returned home and blood glucose level went up again to 598 mg/dl. Ketones were detected. Patient returned to hospital where more IV and injections brought their blood glucose down to 223 mg/dl. At the time of the report, patient had switched to a back-up device and blood glucose returned to normal.